Event description:
Device tachy therapy was turned off due to rv noise noted on home monitoring and an in-office interrogation. Physician requested the device be turned off to protect the patient from an inappropriate shock, but the patient refused a lead revision. Lead remains implanted. Should additional information become available. This file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Device detection was shut off on (B)(6) 2019 due to noise. Lead was capped and replaced on (B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Device tachy therapy was turned off due to rv noise noted in an on home monitoring and an in-office interrogation. Physician requested the device be turned off to protect the patient from an inappropriate shock, but the patient refused a lead revision. Lead remains implanted. Should additional information become available. This file will be updated.